Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. After removing the mapping catheter and inserting the farawave, the physician aspirated the sheath and continuous air bubbles were observed each attempt. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as tears were found on both the external and internal hemostatic valves by their center slit, compromising the valves ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. After removing the mapping catheter and inserting the farawave, the physician aspirated the sheath and continuous air bubbles were observed each attempt. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.